Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not give voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was determined to be depleted battery. Further root cause of the battery depletion could not be determined. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not give voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.